Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with an unknown stsf catheter. The patient suffered cardiac tamponade, prolonged hospitalization, cerebrovascular accident. It was reported by the caller that a patient suffered a stroke post-procedure, approximately 2 days post-ablation. The physician's opinion on the case was that the adverse event was procedure related. The anesthesiologist believed that the stroke was the result of a blood transfusion. Additionally, the doctor believed that the perforation occurred during the transseptal puncture because the blood was dark red and no anomalies occurred earlier in the case. During the procedure, blood was removed from the pericardial sac. The patient required extended hospitalization due to the perforation. Afterwards, approximately two days post-procedure, the patient had a stroke. Bwi received limited information on the event and could not confirm if bwi products were used. However, this event will be conservatively reported. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.